Event description:
A malfunction was reported, with no notable events occurring beforehand. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. A malfunction code was displayed, which was resettable, and the customer was assisted in resetting the pump by technical support. The customer was instructed to continue using the pump and to call back if the malfunction code recurs, which the caller understood and acknowledged.